Event description:
It was reported that during implantation the suture anchor bent and broke. No patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.